Event description:
The ICD involved in this incident notification showed an increased charge time (>40s) upon interrogation. Moreover, the defibrillation lead continuity tests returned abnormal values. Upon previous f/u three months ago - charge time was within specs (14s). Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. This device was manufactured between 2003 and 2004 and was listed in the advisory letter issued in 2005. The device analysis is pending.